Manufacturer narrative:
Concomitant medical products: 419688, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a nurse who was with the patient at one time felt a shock that the patient had received. No further information could be obtained. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further complications have been reported as a result of this event.